Event description:
It was reported that the image went black and couldn't see out of it. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the image went black and couldn't see out of it. A visual inspection was performed and showed the scope to have deep scratched negative lens with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.